Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker change out due to eri. The patient was in persistent atrial fibrillation and was not pacemaker dependent. Upon review it was noted that the right ventricular lead exhibited high capture threshold and low impedance. The lead was explanted and replaced. No patient consequences.